Manufacturer narrative:
Samples received: (B)(4) unopened pouches. Analysis and results: manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received twelve closed samples. Carried out sterility test to the samples received by direct inoculation. No bacterial nor fungal growth has been detected. The sterility test has also been carried out with samples of a product of the same sterilization cycle than the complained product. Neither bacterial nor fungal growth has been detected. Reviewed the complaint history, there are no previous complaints for this batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Reviewed the complaint history record of the products manufactured with the same thread raw material batch, as the used in this product, only this batch was manufactured with this thread raw material. We have also reviewed the complaint history record of the products of the same sterilization cycle, and there are no other complaints regarding this issue in any of the other products. Final conclusion: with all received information and according to the results of the samples tested and manufacturing record review, the product complies with specifications. Therefore, there is no manufacturing fault or material defect that could lead to suspect that the product could be non-sterile. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: pakistan. It was reported that the sutures failed the sterilization test, during testing in the laboratory.